Event description:
The user had pt samples for calcium which had been drawn between (B) (6) 2009 and (B) (6) 2009 in becton dickenson sst tubes, centrifuged, separated from the cells and frozen. The user tested the pt samples on (B) (6) 2009 with reagent lot number 614596 and noticed the results were high "in the 10s and 11s". The user did not report any of the results to the physician. The user froze the samples and retested them on (B) (6) 2009 with reagent lot number 616914 and lower results were generated. The user provided results for six pt samples all results are in mg per dl. Sample 1 initial result was 12.9, repeat result was 8.2. Sample 2 initial result was 11.9, repeat result was 9.1. Sample 3 initial result was 13.5, repeat result was 9.3. Sample 4 initial result was 11.1, repeat result was 8.4. Sample 5 initial result was 10.6, repeat result was 9.4. Sample 6 initial result was 12.2, repeat result was 9.2. The user refused a service visit as the calcium assay calibrated successfully and qc was in range. The user stated since the event, they have changed lots of calcium reagent, changed to a new shipment of cuvettes, changed di water and cleaned the water reservoir. Follow up confirmed the user has had no further events.